Manufacturer narrative:
Product analysis: the valve remains in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted. A post balloon aortic valvuloplasty (bav) was performed and ventricular fibrillation was reported and defibrillation was performed. Cardiac massage was provided for 45 minutes. The patient was intubated and extracorporeal membrane oxygenation (ECMO) was performed for cardiac arrest. The following day, a second valve was implanted and reduced the pvl to moderate. No additional adverse patient effects were reported.